Event description:
Reportedly pt expired approximately after an implant duration of 0.1 months (in 2007, after an implant date of three days before), due to unk reasons. Per response received on 04/09/2008 explant not device related.

Manufacturer narrative:
Device not returned.